Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours.

Manufacturer narrative:
The pod was received with the soft cannula deployed. A leak was observed on the exposed portion of the cannula. The exact cause and timing of the damaged cannula could not be determined. No other damages or deficiencies that would contribute to the reported issue were observed. The download and phb data showed no evidence of a struggle to deliver insulin successfully. Inspection of the device found no damages or defects that would contribute to skin irritation. The cause of the reported skin irritation could not be determined.